Manufacturer narrative:
Updated blocks: d10 and h3. H3: 81 - evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. The electronic patient gas system (epgs) was exhibiting symptoms consistent with the referenced recall. The epgs was moved to service to have the flowmeter replaced and brought back to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) will not calibrate easily. It took several times of calibration to be successful. The surgical procedure was completed successfully. There was an approximate thirty minute delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during set up for a cpb procedure in 2018, the team had an incident with their heart lung machine (hlm) epgs that delayed their surgery by approximately 30 minutes. The epgs system was set up per protocol, with the oxygenator attached and the system would not pass calibration until approximately the tenth time. The case proceeded without issue. The epgs unit was exchanged out afterwards. There was no harm to the patient during that procedure that day. There was no blood loss associated with the event in 2018.